Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(6). (B)(4).

Event description:
A customer reported an event of a "oil mist filter failure" or oil mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The asp fse adjusted the oil return valve to resolve the oil mist issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the oil mist issue, and system risk analysis (sra). Trending analysis of the oil mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the and oil mist issue is the oil return valve. The field service engineer adjusted this part and confirmed the sterrad® 100nx was restored to proper function after service. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).